Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). A revision surgery was performed during which scar tissue kinking the tubing was identified. Once the scar tissue was removed, the physician noted that the pump valve was stuck; subsequently, the pump was removed and replaced with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the pump underwent a thorough analysis. The pump was visually and microscopically examined and underwent leak and functional testing. No leaks were found. The pump tubing was worn down to the filament. The pump did not pass functional testing. Based on the information available and analysis results, the pump issue identified during functional testing could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). A revision surgery was performed during which it was noted scar tissue kinking the tubing. Once the scar tissue was removed, the physician identified that the pump valve was stuck; subsequently, the pump was removed and replaced with no patient complications.